Manufacturer narrative:
A user facility reported, "the probes were reading the wrong temperatures and overheating the babies." Deroyal industries, inc. Has requested return of the device but it was stated that it was not available for return. The investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once additional information becomes available.

Event description:
A user facility reported, "the probes were reading the wrong temperatures and overheating the babies."

Manufacturer narrative:
A user facility reported, "the probes were reading the wrong temperatures and overheating the babies." Deroyal industries, inc. Has requested return of the device but it was stated that it was not available for return. Because the lot number was not reported, the specific device history record was not able to be reviewed. An inventory check was performed on a case at the distribution center. No issues were found. Procedures around the neonatal probe were reviewed and it was confirmed that there were clear instructions were detecting defective product. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). Root cause: because the sample nor the lot number were provided and no issues were found within the manufacturing record review, the root cause was unable to be determined. Corrective and preventive actions: because the root cause was unable to be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.